Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damge occurred. The target lesion was located in the right coronary artery (rca). A 4.00x16mm promus premier stent was selected but failed to advance to the target lesion. When trying to remove the stent, the physician could not pull the stent back into a non-bsc guide catheter, so he had to remove the stent and the guide catheter all together at one time. After removal it was noted that the proximal edge of the stent was frayed. The procedure was completed with another same device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned with a jl 40.071 guide catheter and a 0.14 guidewire. Protruding from the distal end was the crimped stent on the balloon, the proximal struts were bent back distally, this is consistent with the stent getting caught on the distal end trying to withdraw. The device dfu states that; "an unexpanded stent should be introduced into the coronary arteries one time only. An unexpanded stent should not be subsequently moved in and out through the distal end of the guide catheter as stent or coating damage or stent dislodgment from the balloon may occur". The stent had also moved distally. The guide catheter was kinked at various locations. The unit was removed from the guide catheter with no resistance. The hypotube was kinked at various locations. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damge occurred. The target lesion was located in the right coronary artery (rca). A 4.00x16mm promus premier stent was selected but failed to advance to the target lesion. When trying to remove the stent, the physician could not pull the stent back into a non-bsc guide catheter, so he had to remove the stent and the guide catheter all together at one time. After removal it was noted that the proximal edge of the stent was frayed. The procedure was completed with another same device. No further patient complications were reported and the patient's status was fine.